Event description:
Caller stated there was a burning smell coming out of the switch.

Manufacturer narrative:
Qc tested pad and it was heating and working properly. Qc could not find any evidence of burning or burning smell. We believe this was a case of user error.